Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient wanted to know if there was any way they could speed up the charging process because it would take 20 minutes for the ins to increase 10%. Agent walked patient through checking their charging settings. Patient was set up at the fastest charging speed and was charging with excellent connection. Agent reviewed charging duration with patient and redirected patient to hcp if they had further questions. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.